Event description:
Customer reported the panorama central station's display, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the display's power supply brick and recalibrating. System was safety tested to factory's specifications.